Event description:
Chondrolysis right glenohumeral joint. Loss of articular cartilage on both the humeral and glenoid sides with bone on bone apposition radiographically, associated marked restricted painful motion, and marked pain with daily activities requiring narcotics. Loss of cartilage, total shoulder replacement required in 2007. Dose of amount: 0.5%, frequency: 270 ml, 4 ml / hr, route: 014. Dates of use: 2003 for approx 48 hrs. Diagnosis or reason for use:. Rt shoulder arthroscopy, 726.10 - tendonitis shoulder.